Manufacturer narrative:
(B)(4).

Event description:
It was reported that pauses were seen on a non-sustained lead noise episodes that was transmitted through remote transmission. Myopotential was noted. The patient was an asymptomatic and dependent. Programing changes were recommended.